Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic that had spurious shocks due to lead noise. The lead was capped and replaced on (B)(6) 2019. Lead fracture was suspected. The patient was stable.